Manufacturer narrative:
(B)(4): the customer reported that there was no red alarm for a low spo2 level as expected. The patient required CPR to stabilize their condition. Philips has preliminary investigation results indicating that there was no malfunction of any involved device. This will be reported only because a patient needed emergent care while a philips monitor was in use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no red alarm for a low spo2 level as expected. The patient required CPR to stabilize their condition.